Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from its expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Upon receipt, a visual inspection showed that a portion of the sensor hydrogel was missing from the long end of the sensor, which most likely occurred during the removal procedure due to excessive force applied by the removal clamps and was unrelated to the user's complaint. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation in one of the sensing areas, which is indicative of hydrogel oxidation. However, this was appropriately de-weighted by the system and was therefore not expected to contribute to the observed inaccuracy. A review of the sensor's in vivo data also showed transient optical instability in one of the channels, which most likely contributed to the inaccuracies reported by the user. However, the optical instability could not be reproduced during in-house testing. This may occur in cases where a failure mode presents itself in the body but is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. H6: type of investigation (b): updated to 10,4121. H6: investigation findings (c): updated to 3231, 3224. H6: investigation conclusions (d): 4307,4315.

Event description:
On 24 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.